Event description:
It was reported that the ventilator failed the flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the oxygen gas module was replaced. No goods have been received for investigation. The received device log files confirm the reported problem, that the ventilator did not pass flow transducer test during pre-use check. We could trace back the reported problem to october 23, therefore the date of event was determined as 10/23/2021. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. As no goods were returned for investigation, the cause of the reported failure could not be determined.

Event description:
Manufacturer's ref. #: (B)(4).